Event description:
It was reported that the tandem-provided charging supplies caught fire and sparked. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.